Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right ventricular (rv) lead had varying and high superior vena cava (svc) impedance due to a possible svc fracture. Fluoroscopy revealed that the pin was all the way in the header. The lead will be monitored. It was further reported that ten years later, the rv lead was partially explanted with the remaining portion capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The initial reported event of [it was reported that the right ventricular (rv) lead had varying and high superior vena cava (svc) impedance due to a possible svc fracture. Fluoroscopy revealed that the pin was all the way in the header. The lead will be monitored and remains in use. No patient complications have been reported as a result of this event.] Was previously submitted via a remedial action exemption (rae) summary report. The manufacturer has voluntarily discontinued this rae, so supplemental information is being submitted via a 30 day report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.